Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a missing grommet, a damaged grommet, foreign material on the set screw and a damaged set screw. The analyst noted atrial and right ventricular (rv) grommet damage, a superior vena cava (svc) grommet missing and svc setscrew damage with foreign material in the setscrew socket.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic low r-waves. The lead was capped and replaced. During the change-out procedure, the superior vena cava (svc) pin of the right ventricular (rv) lead would not come out of the implantable cardioverter defibrillator (ICD) header. Three different wrenches were used but the setscrew was unable to be engaged. The physician observed a lot of material in the grommet and had to cut the svc pin off. The svc pin was left within the header of the device and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.